Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was possible to see that the guidewire was bent at the tip section, and coating peeled at the polymer section.

Event description:
Reportable based on device analysis completed on 06-mar-2024. It was reported that difficulty advancing occurred. The target lesion was located in the liver. An 18 165cm gw transend periph guidewire was selected for use in a transarterial chemoembolization procedure. During the procedure, it was noted that the guidewire could not cross the microcatheter normally and was stuck. The procedure was completed with another of the same device. No patient complications were reported, and patient's status was stable. However, device analysis revealed the coating was peeled off.